Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high capture threshold and high impedance. The lead was programmed off. The patient experienced shortness of breath and the lead was programmed back on. The patient was stable.